Manufacturer narrative:
Pump had severely cracked and bleeding lcd glass, cracked case at display window corner, reservoir tube lip, missing display window, broken off end cap, cracked case near battery tube and broken trace.

Event description:
Customer reported via phone call for cosmetic damage. Blood glucose was unknown. Customer reported that insulin pump is broken in pieces after bumping up against wall while playing basketball. The insulin pump will be returned for analysis.